Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the catheter was perforated and had a leak. The status of the product when the incident happened was during use. There was no patient harm reported as a result of the event.

Manufacturer narrative:
D9: date returned to mfg; 6/10/2025. Device evaluation: one used device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed. The customer reported complaint was unable to be confirmed. It was found that the catheter was defective.